Event description:
The user facility reported that the housing broke in half during a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There were no adverse consequences, no delay and no medical intervention.